Event description:
The customer states the bed has no functions. No injuries reported.

Manufacturer narrative:
Technician found the bed in storage, he found the bed had no functions, he replaced the pcm board to repair the bed.